Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the distributor, during a c-spine fusion procedure, the string separated from the pattie. The surgeon pulled the string on the codman neuro pattie and it detached from the pattie, placed inside the patient's neck. The surgeon states the device was not left in the surgical wound. No delays were reported and the patient is reportedly doing well at this time.